Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer¿s blood glucose level. The pump battery began charging after remaining plugged into the power source.